Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Can it be confirmed that there was no extraneous tissue within the jaws distal to cut line? Was the vessel within the jaws proximal to cut line? What was the approximate compressed vessel size? Was the device being fired on a named vessel? If so, what vessel? How long after firing did bleeding begin? Please describe bleeding. Was it oozing (what was the amount)? Was the conversion to open just to use everest to stop bleeding? Were any other products used? Does the surgeon implicate the device in the bleeding? Did the patient have any coagulation disorders? What is the current patient status?

Event description:
It was reported that during a laparoscopic lobectomy procedure the device fired and stapled as it should. The cut and staple line appeared good, however shortly after the incision began to bleed, they converted to open and everest was used to stop the bleeding. It is unknown if there were any blood products transfused.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: after speaking to account, it was confirmed that the ethicon device performed as intended and the bleeding occurred in a different area, not from the staple line. It is believed that the vessel was nicked with another instrument being used during the procedure, not an ethicon product.